Manufacturer narrative:
The explanted insert was not returned and, given the nature of the alleged incident, the femoral, tibial and patellar components could not be returned for evaluation; therefore, a device analysis could not be performed for the listed devices. The clinical/medical investigation concluded that, without the requested medical documentation, the etiology of the suspected early post-op infection with fever could not be concluded. The patient impact beyond the reported fever, suspected infection and subsequent insert revision with another journey ii bcs insert cannot be determined. The devices' batch numbers were not provided, thus, an evaluation of the manufacturing and sterilization records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified in the possible adverse effects. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should a device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
D10 concomitant medical products: concomitant device added: patellar component.

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2023, the patient experienced fever and suspected infection. This adverse event was solved by revision surgery on (B)(6) 2023, in which the journey ii bcs xlpe articular insert size 1-2 right 9mm was exchanged to another journey ii bcs insert. The femoral component and tibial baseplate remained in situ. The surgeon did not consider this as a product failure. Patient's current health status is unknown.

Manufacturer narrative:
H10: internal complaint reference (B)(4).